Manufacturer narrative:
(B)(4). D10: 42532006702 - tibia cemented 5 degree - 64426813. 42540000035 - all poly patella cemented 35 mm - 64580670. 42500006002 - femur cemented ps - 64414715. 110035368 - biomet bc r 1x40 - 842dah0607. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that patient had an initial right total knee arthroplasty. Subsequently, the patient underwent a poly exchange approximately 6 years and 2 months post implantation following two painful episodes of instability and dislocation which occurred when the patient twisted while sitting in bed. No further complications have been reported after the successful revision.